Event description:
It was reported that the patient underwent a posterior spinal fixation surgery. It was reported that during final tightening the set screw was jumping threads and would not break off. The set screw was removed and another set screw was used. No patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.